Manufacturer narrative:
(B)(4). UDI: (B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. Visual examination of the returned sample revealed that the staples appeared properly aligned. The stapler was returned with 30 staples remaining in the cover block, indicating that at least 5 staples were fired by the customer. The stapler was returned with the trigger partially engaged and the first staple partially formed. No clear evidence of use in the form of biological material was present on the device. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. Upon full engagement of the trigger, the first staple was properly formed and released. To simulate insertion into the skin, the next 12 staples were fired into a simulated skin pad. Slight looseness between the frame and the cover block was observed. The sample was shipped to the manufacturing site for further analysis. Per the manufacturing site, no component issues were observed. All remaining staples were able to engage and close into the simulated skin without re-opening. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in.". The reported complaint could not be confirmed. Upon functional inspection, no issues were observed with the returned stapler. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that on an animal (horse) "handle would not release after squeezing it". Another device was used to complete the procedure. The animals current condition is reported as "fine".